Manufacturer narrative:
Batch review performed on 10 may 2016. (B)(4).

Event description:
The patient came in complaining of swelling. The surgeon suspected the patient had an infection. The surgeon washed out the hip and swapped the insert and head. The surgery was completed successfully. X-rays and explants are not available.

Manufacturer narrative:
On 12 july 2016 it was prepared a final report with the information already submitted in the initial report.on 19 july 2016 the report was sent to the initial reporter and the case was closed.